Manufacturer narrative:
On (B)(6) 2021, mentor became aware of the following erroneously submitted information in the previous report: section b2. Is congenital anomaly or birth defect was erroneously checked. Section b2. Is other serious has been correctly marked. Sections h3. Device evaluated by manufacturer? And reason for non- evaluation were also left blank and have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A lot number (58750) was provided, but this does not correspond to any mentor finished goods. As a result, mentor cannot perform a manufacturer record evaluation. Follow-ups for further information are in progress, and if clarification is received, a supplemental report will be sent. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor gel implant and experienced bleeding on an unknown side post-operatively. A lot number (58750) was provided but cannot be attributed to any mentor finished goods. Follow-ups are in progress and should clarification be received, a supplemental will be sent. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.